Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's mother that the patient sought medical attention for hyperglycemia. The patient's blood glucose (bg) levels reached 505 mg/dl while wearing the pod between 24 and 36 hours. Patient awoke to pod falling partially off; mother removing pod due to high bg levels and delivered manual injections. Patient was then experiencing vomiting, nausea and the presence of ketones. The patient was taken to the emergency room (ER) and treated with fluids and zofran for nausea. The patient was released after spending a few hours in the ER.